Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician placed a trial lead on (B)(6) 2013 and the lead tested with high impedance on all contacts. Different cables were used, and the lead was repositioned to different levels. But the issue persisted. An x-ray confirmed the lead was posterior in position. The physician removed the lead and a new lead was placed. It was reported the pt had effective coverage with the new lead. The procedure was extended by 10 minutes.